Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
Product not returned to manufacturer

Event description:
The dentist reported that the abutment screw is loosening. He had installed a screw retained certain ucla 4.1 abutment, and after 10 days patient presented in office with restoration in hand and the screw was not moving in the abutment. The implant was slightly overgrown with tissue and doctor needs to arrange with the surgeon to re punch and then reseat the abutment.